Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported stretched stent was unable to be replicated in a testing environment due to the condition of the returned device (stent not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 7.0x100mm absolute pro self-expanding stent system (sess) was attempted to be deployed into the heavily calcified right superficial femoral artery (sfa) via crossover using a .018¿ non-abbott guide wire in attempt to overlap a previously implanted non-abbott stent. It should be noted the absolute pro .035 peripheral self-expanding stent system instruction for use (IFU) states, use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that use of the undersized .018¿ non-abbott guide wire in the heavily calcified anatomy resulted in the noted multiple kinks on the stent sheath; thus resulting in preventing the shaft lumens from moving freely resulting in the reported/noted thumbwheel physical resistance / sticking and the reported difficult or delayed activation. As reported, the sheath was able to be pulled back to fully deploy the stent, which was successful but the stent stretched 1/4 more making the implant longer. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 7.0x100mm absolute pro self-expanding stent system (sess) was attempted to be deployed into the heavily calcified right superficial femoral artery (sfa) via crossover using a .018 non-abbott guide wire in attempt to overlap a previously implanted non-abbott stent. However, the stent only partially deployed as the thumbwheel prevented the stent from being deployed further. The physician was able to pull back on the sheath in attempt to fully deploy the stent, which was successful but the stent stretched 1/4 more making the implant longer. A supera stent was placed as the sfa was heavily calcified. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.